Event description:
After placing bd nexiva #22 gauge one inch catheter in left dorsal mid forearm, medial side on the first attempt, blood leaked out of the white septum where the needle is removed. The catheter had to removed and another one placed for CT scan with IV contrast. The pt was very difficult venous access, three add'l venipunctures were required to place a new bd nexiva catheter.